Event description:
User report (B)(6) reported through (B)(4) states: patient reported a fall occurred at (B)(6) 2015. In the further course, development of severe pain up to immobility in the right hip. Diagnosis of head fracture by x-ray. Revision surgery with exchange of the ceramic ball head. First implantation in (B)(6) 2014.